Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, there were three surgical site infection all in a row on the umbilicus site were the device was used.